Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and device found high internal battery resistance. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) with indication the longevity did not meet expectations. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.